Manufacturer narrative:
(B)(4). Date of event: exact date of onset of the patient symptoms was not provided/unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient's eye could not adjust to a zlb00 multifocal intraocular lens (iol). The patient was diagnosed with anisometropia. The iol was explanted. There was no vitrectomy, no incision enlargement or no other additional surgical intervention. Reportedly, patient could not tolerate lens; there was no product quality issue. No further information was provided. This report represents the lens serial number (B)(4) implanted in patient's left eye. A separate report is being filed for the lens implanted in patient's right eye.

Manufacturer narrative:
Device evaluation: complaint device was returned for evaluation. It can be seen that the lens is cut in half, most probably to make explant possible. Considering condition of the lens, additional analysis is not possible. Reported complaint cannot be confirmed.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There are no associated nonconformity reports or deviations. The in-line optical inspection data was reviewed and results showed that the lens was manufactured within power specification.   A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number.   Based on the investigation results, there is no indication of a product quality deficiency.   All pertinent information available to abbott medical optics has been submitted.